Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision surgery to remove shoulder prosthesis. Removal of reunion fracture stem and head. Additionally reported by the sales rep on 10/24/2014: the medical reason for removal was the stem and head were too high and rotator cuff could not function properly or non existent. Also stem was in a lot of valgus. Patient needed a total reverse shoulder.

Event description:
Revision surgery to remove shoulder prosthesis. Removal of reunion fracture stem and head.additionally reported by the sales rep on (B)(6) 2014: the medical reason for removal was the stem and head were too high and rotator cuff could not function properly or non existent. Also stem was in a lot of valgus. Patient needed a total reverse shoulder.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. The lot code provided, t6s104893c, was invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.